Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in the transmitter losing power after a lightning strike.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: manufacturing date added.